Event description:
During a pci procedure, the physician experienced difficulty withdrawing the pt2 light support guide wire. The physician had successfully crossed the right coronary artery (rca) lesion, deployed two cypher stents. The physician then attempted to withdraw the pt2 light support guide wire; however, he was unable to withdraw. Under angiography the wire appeared to be tangled at the distal end. The physician was unable to cross the lesion again with two different balloons. It was believed that the wire was stuck either in the stent or through a strut of the stent. The patient was sent to surgery for removal. Procedure outcome is unknown at this time; however, patient was reported to be stable following the procedure.

Manufacturer narrative:
The returned product analysis is not complete as of this date.